Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited ?no disposable, clamp tubing alarm. Per reporter residual volume was: 18.2 ml, rate 2.5 and 96.85 ml was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).